Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that two cadd cassettes alarmed/beeped "no disposable clamp tubing" on both pumps. The issue was resolved by switching to a third cassette. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. Three cassette products were received for evaluation. Samples were received in decontaminated conditions and inside of a plastic bag. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No damages, kinks or voids were detected that could cause the failure mode reported. During functional testing, samples were filled with 100 milliters of water and were connected to pump look for unusual function. No alarms were activated. Additionally, mohawk exposure was measured with a ruler. Mohawk is measured from the pressure plate latch profile to the end of the mohawk and no mohawk was detected. Based on the no disposable alarm investigation and root cause investigation through a corrective and preventative action, the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing; complaint is not confirmed. No definite root cause could be determined. No actions taken; however, as part of in process controls added based on the corrective and preventative action, mohawk exposure criteria was added to the procedure.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history review. Three cassette products were received for evaluation. Samples were received in decontaminated conditions and inside of a plastic bag. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No damages, kinks or voids were detected that could cause the failure mode reported. During functional testing, samples were filled with 100 milliters of water and were connected to pump look for unusual function. No alarms were activated. Additionally, mohawk exposure was measured with a ruler. Mohawk is measured from the pressure plate latch profile to the end of the mohawk and no mohawk was detected. Based on the no disposable alarm investigation and root cause investigation through a corrective and preventative action, the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing; complaint is not confirmed. No definite root cause could be determined. No actions taken; however, as part of in process controls added based on the corrective and preventative action, mohawk exposure criteria was added to the procedure.